Manufacturer narrative:
E1(initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had fatal error occurred on the underlying data source. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had fatal error occurred on the underlying data source. The field service engineer downloaded the 1.6.1 image and contacted technical support specialist for the password to log into the station. Inspected and found the internet cable placed in the wrong port on the station side. Repaired the application and remote support service (rss), corrected the cable connection, and restored functionality. The system functioned as intended after the technical support specialist and field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had fatal error occurred on the underlying data source. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.